Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a vein was injured during insertion of the sheath over a guidewire into the patient. It was noted that the vein was perforated about 2 centimeters (cm). Emergency medical treatment and immediate vascular surgery were necessary, and the procedure was aborted before transseptal device usage with no ablation performed. The patient was not under general anesthesia. The patient was placed in a medically induced coma, and hospitalized in the intensive care unit. No further patient complications have been reported as a result of this event.